Manufacturer narrative:
Device was used for treatment, not diagnosis. Partial part number for this device is 207.xxx. A product development investigation was performed for the complaint device (unknown 4.0mm cannulated screw [length unknown], partial part number 207.xxx, lot number unknown). The complaint screw was initially received at synthes customer quality as an unknown screw with the complaint condition of ¿broken postoperatively.¿ the returned 4.0mm cannulated screw is used for fracture fixation of small bones and small bone fragments as part of the synthes cannulated screw system per the technique guide. The returned broken 4.0mm unknown length cannulated screw is approximately 24.25mm long and is either short thread or long thread varietal. Because it is broken, the exact part number cannot be determined as the initial length cannot be determined. Measurements taken using calipers ca592. A visual inspection under 5x magnification was also performed. Tabulated product drawings for 4.0mm cannulated screw-long thread screw family (part numbers 207.6xx and 207.7xx) current revisions were reviewed during this evaluation. No product design issues or discrepancies were observed. A review of the device history records was unable to be performed since the lot number was unknown. The complaint condition is confirmed. A root cause was not able to be determined; however, it is not likely that the design of the device contributed to the complaint condition. The returned device was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Other than gender, patient information not available for reporting. Date of event: unknown. This report is for unk - screw cannulated/unknown lot number. UDI: unknown part number, unknown lot number, UDI is unavailable. Original implant date unknown. Not explanted, device partially removed, fragment remains in patient. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a lisfranc surgery approximately nine months ago. Post operatively, the patient complained of uncomfortable hardware and that she could hear "clicks". One of three implanted screws was noted to be broken and the patient was revised on (B)(6) 2016. As the mid foot was stable, the surgeon elected to remove the internal fixation consisting of three 4.0mm cannulated screws, lengths unknown and a washer. The broken screw, implanted from the retrospective first metatarsal to the medial cuneiform was removed. The screw was noted to be broken at the shaft/thread junction. The threaded portion (of an unknown length) was retained in the patient's bone while the broken screw fragment was easily removed. The surgeon then began the removal of the intact screws by using a burr and inadvertently striped the first screw, making it difficult to remove. This led to a 30 minute delay in the surgery. The surgeon eventually used a broken screw removal set to explant the stripped screw, the third intact screw and an intact, unknown washer. Additional x-rays were required during the surgery when trying to remove the screws. The surgery was successfully completed with the patient's status being stable at the end of surgery. No additional information is available. This is for one (1) 4.0mm cannulated screw noted to be uncomfortable, making clicking noises and broken post-operatively. This complaint involves one of two devices. Concomitant devices reported: 4.0mm cannulated screw (part # unknown, lot # unknown, quantity 1), washer (part number unknown, lot # unknown, quantity 1). This report is 1 of 2 for (B)(4).